Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (b))(6) 2012. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected pump thrombus. The patient''s experienced elevated lactate dehydrogenase (ldh) and was treated a with heparin infusion. The patient underwent a device exchange for suspected thrombosis. Prior to the pump exchange, the patient''s medication management included aspirin, dipyridamole, and coumadin. No additional information was provided.

Manufacturer narrative:
The explanted device was returned for evaluation. Examination of the pump blood-contacting surfaces revealed several very small, red depositions in the outlet stator. The depositions were loosely seated between the stator blades and the outlet bearing and showed no lamination, indicating that they did not form in the outlet stator. Examination of the pump rotor noted red contact marks along the outer diameter of the outlet bearing cup, indicating that the outlet stator depositions were present while the pump was running. Although the observed depositions did not appear large enough to obstruct flow, the depositions could have potentially contributed to the reported increase in lactate dehydrogenase. The origins of the depositions could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.